Manufacturer narrative:
(B)(4).

Event description:
The surgeon implanted a surgimesh wn tealfil-8, using the plug portion only, to repair the patient's inguinal hernia on (B)(6) 2015. The wn teafil-8 was removed from sterile packaging in the operating field. Antibiotics were initiated for the patient on (B)(6) 2016 due to a developing infection. The surgeon removed the mesh on (B)(6) 2017. This case is one (1) of five (5) removals for infection out of approximately 530 open inguinal repairs (<1% infection rate) done by the surgeon using the wn tealfil-8 mesh.